Event description:
On 03/10/1999, the resident was found expired, in bed. Her head was leaning over the side of the bed, resting on part of the side rail. Death appeared to be from natural causes, not related to the side rail.